Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was missing segments. Customer blood glucose at the time of incident was 138 mg/dl. Troubleshooting was performed. Customer states insulin pump display was black in the morning. Customer states insulin pump was not exposed to moisture or direct sunlight. Customer was advised to turn back to their back up plan and contact their healthcare provider. The insulin pump will be returning for analysis.